Event description:
Patient contacted dexcom technical support on (B)(6) 2010, to report a broken sensor during the 14th day of wear. Dexcom's product is only approved for 7 days of wear. Patient had worn the sensor without issue for the full 14 days until the sensor became detached during physical activity. Patient stated that the sensor wire was shorter than usual, but that he was experiencing no pain, inflammation, or unusual discomfort at the site. The broken sensor is unavailable for evaluation.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.